Manufacturer narrative:
(B)(4). The regalia xs 1.0 guide wire was returned for evaluation. Missing of the tip segment was confirmed on the returned guide wire. The fracture end of the exposed core wire was located at approximately 98mm from the proximal solder that was originally located at 120mm from the tip for the purpose of fixing the coil wire onto the core wire. Distal to the fracture end of the core wire, the fracture end of the elongated coil wire was observed. Stretching of the polymer jacket and multiple bends were observed proximal to the fracture end of the core wire. Sem observation was performed on each fracture end. The core wire was bent proximal to its fracture end and a cleft was observed on the fracture surface. These findings indicated that excess bending stress had contributed to the core wire fracture. The coil wire was twisted proximal to its fracture end and the fracture surface was flat. These findings indicated that the coil wire was fractured by torsion generated when it was getting elongated and straightened. Measurement of the returned guide wire suggested that approximately 20mm of the core wire and approximately 25mm of coils covered with the polymer jacket were not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress generated with wire manipulation had most likely contributed to fracture of the reported regalia xs 1.0 guide wire. The applied bending stress would accumulate and exceed the product's design limit when the wire tip was being caught and restricted its movement by calcium. Further applied tensile stress generated with wire removal caused the coil wire with the polymer jacket to elongate and broke apart. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi regalia xs 1.0 guide wire broke off during a ppi to treat a heavily calcified cto in the right sfa. Via distal approach, the guide wire was delivered with support of a non-asahi microcatheter and became stuck in calcium of the lesion. The guide wire and the microcatheter were pulled together in an attempt to remove the stuck guide wire when the tip of the guide wire broke off and the separated tip remained in the lesion. As amputation was alternatively preplanned, the physician determined to terminate the procedure without taking further action. The patient was set for monitoring for amputation. The physician commented that calcification was very severe and he anticipated that this procedure would be difficult to accomplish and thus amputation was planned before the procedure. He concluded that this event was attributed to anatomy. The patient had been stable after the procedure.